Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that her interstim was not working as expected and she still had to use large pads. The patient was referred to her physician for a possible program change and her outcome was unknown. No event date, potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the consumer that they were not doing very well and still had to use a large pad daily. The patient could only feel stimulation when the controller was over the implant. The patient was redirected to their physician to see if programming changes were in order.

Event description:
Additional information reported that the patient¿s permanent implant had never work as well as the trial. Conflicting information stated that the permanent implant had 50% improvement at first but worsened over time. The patient was still getting up at night 3 times to pee and was leaking. The patient mentioned that they did not drink late. They had reprogramming with manufacture representatives/healthcare providers ¿maybe 3 times¿ but still has not had an improvement. The patient¿s last visit with their healthcare provider was 2-3 months prior to the day of the report. The patient also stated that they used to feel stimulation with the trial but with their permanent implant they only felt stimulation when connected with their patient programmer/antenna but then shortly after stops feeling stimulation. The patient increased stimulation from 3.0 to 3.5 on program and felt stimulation in the correct location.